Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11827. It was reported the pt had two leads during a trial procedure, and one of the leads was pulled out of the body. It was reported there was no active bleeding and the dressing was intact. It was unk how the lead had pulled out. The sjm rep advised the pt to turn the system off and call the physician's office immediately; or go to the nearest emergency room if she could not reach the physician. F/u identified the physician removed the other lead and the pt was to receive a permanent system in the future. It was unk which lead was at issue, so both leads are reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.